Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they observed an intermittent spo2 measurement on (B)(6) 2017. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction. The patient is (B)(6) male. The patient was stable again after a short period of respiratory distress.